Manufacturer narrative:
The insulin pump was received with a button error alarm and no response from the act button, due to corroded keypad traces. The device was also received with minor scratches on the display window, a cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.